Event description:
The customer obtained a non-reproducible, higher than expected vitros glu result for a single patient sample (sample result = 198 vs. An expected result = 93 mg/dl) while using the vitros 5,1 fs chemistry system. The affected result was reported out of the laboratory. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The physician questioned the affected result based on subsequest gluc test results. The customer repeated the affected sample and a corrected report was issued. There was no report of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros glu result was obtained for a single patient sample while using the vitros 5,1 fs chemistry system. A visual inspection of the affected sample determined that incomplete separation of the supernatant from the cellular material and the gel separator had occurred likely causing unexpected cellular debris presence in the affected sample. The investigation determined that the most likely assignable cause for the event was user error, due to improper pre-analytical sample handling. There was no evidence that an instrument or reagent related issue contributed to the event.